Manufacturer narrative:
Batch review performed on 03 april 2018. (B)(4).

Event description:
The patient came in due to signs of infection about one month after the primary. The pathogen is staphylococcus. The surgeon swapped the head. All the other components are medacta's devices. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 27 april 2018: ceramic femoral head shows a normal wear pattern, a metal transfer scratch probably due to extraction, and physiological metal transfer footprint inside the taper.